Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had low power and turned off. Customer's blood glucose level was unknown. Customer also stated that the insulin pump on with new battery and now the insulin pump was out of auto mode. It was also stated that the after turned on for the 1st time pump error occurred and settings were cleared. The device will not be returned for analysis.